Event description:
It was reported that the right ventricular lead exhibited out of range high pacing lead impedance. On (B)(6) 2017, the asymptomatic patient presented for a scheduled lead revision and the lead impedance was still exceeding the upper limit. Lead trends showed a gradual rise in lead impedance over the course of about a year. The capture threshold also elevated. The pace/sense portion of the lead was capped and a new low voltage lead was implanted for pacing and sensing purposes. The high voltage component of the lead was maintained for use. The procedure concluded successfully without noted adverse event. Patient was stable before, during, and after the procedure.